Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1 .25mg/day and clonidine 200mcg/ml at 25mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that at a pocket revision [see manufacturer report number 3004209178-2016-13264 ]. The physician found the catheter had the plastic hub pump attachment separate from the titanium sutureless connector that was still attached to the pump exit port. The physician chose not to change but leave it and observe. Per the reporter the physician felt there to be no issue warranting replacing. The issue was resolved at the time of the report. No patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.